Event description:
Patient in ir for a removal of a tunneled porta cath. The porta cath has been in place since 2013 and was noted to be intact but retracted and looped. Blunt dissection was carried out and the reservoir was removed. The catheter was retracted and a significant portion to the 10cm mark remained stuck in the internal jugular vein. Multiple attempts were made to remove the catheter were unsuccessful. Under fluoroscopy a berenstein catheter was advanced through the benston wire through the distal retained wire. A snare kit was advanced through the berenstein catheter and successfully engaged the distal part of the retained catheter. The sheath was then advanced over the catheter and retracted. The sheath was advanced over the retained catheter and was removed. Pressure was held at the site until hemostasis was achieved. Unfortunately, there is no porta cath identification as the device was placed back in 2013 at another facility.